Manufacturer narrative:
During a standard dental treatment, the hand piece heated up and burned the pt on the lower right lip to a size of approx 10mm. The dentist did not give or prescribe anything for the burn. But as pt is working in hospital in (B)(6), he went to a plastic surgeon. Dental office is not aware about the result of the appointment. The analysis did show that the bearings have been stiff and falling apart and the water spray has been clogged. The head heated up instantly during a test run. The history of the product shows repeated problems with the condition of the bearings. This is the result of the handling in the dental office and the resulting stronger wear. The user instruction states following: due to increase torque and speed, poorly maintained, damaged, or misused handpieces can potentially generate frictional heat capable of causing serious burn injuries to the pt. The following guidelines are essential for the safe operation of electric micromotors handpieces: test run handpiece attachment, inspecting for heat, excessive noise or vibration. Immediately stop using any suspect handpiece. Event occurred in (B)(6), same product is sold in the USA.

Event description:
During a standard dental treatment the hand piece heated up and burned the pt on the lower right lip to a size to approx 10mm. The dentist did not give or prescribe anything for the burn. But as pt is working in hosp in vancouver he went to a plastic surgeon. Dental office is not aware about the result of the appointment.